Event description:
It was reported that pump displayed error during cartridge change. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and o-ring, confirmed pump was worn in case, cleaned pneumatic tap area as instructed, successfully loaded new cartridge, and was advised on correct cartridge loading with follow-up instructions sent by email, while customer also requested replacement cartridge.